Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to no voltage being detected in the transmitter. The log was downloaded but could not be reviewed as there was no data in the log. The bin file was downloaded and reviewed finding a pairing failure. The allegation was confirmed. The probable cause was determined to be failed transmitter error. No injury or medical intervention was reported.